Event description:
Additional information received reported that there was lead migration after the motor vehicle accident. The patient experienced stimulation in the wrong location and less than 50% therapy relief. The patient's system was explanted and not replaced. The patient's status was unknown.

Event description:
It was reported that the patient was getting only unilateral coverage for their pain ("shift to the right") from their implantable neurostimulator (ins). Reprogramming of the ins did not resolve the issue. X-rays were taken but the results were not available. It was also reported that the patient did have a motor vehicle accident (mva), reported as both (B)(6) 2012 and "6 months ago". It was unclear as to the impact of the mva(s) to the event since the patient did not notice a change in therapy at those times. The patient did desire a revision to continue with the therapy but it was unclear as to the plan of care from their physician. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).